Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm with the diameter of 56 mm. It was reported that the patient's proximal neck was reverse-tapered. The patient tolerated the procedure. On (B)(6) 2009, three month follow-up examination revealed a type I endoleak (it is unknown if the endoleak was proximal or distal) with the aneurysm enlargement to 62 mm. The physician decided to monitor the patient. On (B)(6) 2009, one year follow-up examination showed that the endoleak was resolved, and that the aneurysm was measured 61 mm. The physician decided to monitor the patient. No further information was provided to gore.